Event description:
An s540 stent of unknown size was inserted into a pt's arterial vasculature. The stent and delivery system were pulled back and the stent dislodged from the stent delivery system. The stent was successfully retrieved with a snare device. It is unknown how the target lesion was treated or if the physician followed the instructions for use. There is no further info available regarding this event.